Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Below the answer received on 09feb2026: in the second situation, the doctor did all the necessary checks and the sucturator did not work anyway, so the operator linked the two events and converted the use of the 3000 with the old plus model and reintroduced the use of the signa mdt. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the stapler didn't create a complete suture on its first use. The stitches didn't close at the distal end of the branches while the scalpel cut the tissue. The stitches were only closed near the fulcrum. This created a hole in the stomach that needed to be sutured. We tried suturing outside the surgical field, but the same thing happened. We attach an incomplete suture. Change to another one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2026 d4: batch #515d28 updated data: d4 (lot number, expiration date), h4 corrected data: d4 (UDI) investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received fully fired. Additional, what appears to be a test skin with a malformed staple line was received. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife were not returned for analysis. No further functional test could be performed due to the condition of the device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 515d28, and no non-conformances were identified.